Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she experienced hyperglycemia of 24 mmol/l . The customer reported that the customer's current blood glucose was 14.6 mmol/l. The customer reported that she treated high blood glucose with insulin pump. Troubleshooting was offered to the customer. The customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The customer reported that she had increased her settings to give her more insulin, but it did not help. The customer further reported that she increased her basal rates as well. The customer increased her basal rates and still she is running high blood sugars. Her eating has not changed and the changes she has made were gradual, so that she could see if the changes and there have been none. The customer reported that she does not feel comfortable using the insulin pump. The customer was advised to replace out the insulin pump. Troubleshooting was not completed at the time of call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is expected to return.

Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Device functioning properly during testing. Device received with minor scratched lcd window, cracked retainer and scratched case.